Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 ( type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse inspected the device on-site but could not identify any faults. The only way the fse was able to reproduce a similar behavior was by disabling the catheter gas loss alarm, but in that case, the system explicitly displayed a message indicating that the alarm was deactivated. The fse have also downloaded the logs from the device. The customer is particularly concerned that if this occurs again during therapy, restarting the device to clear the symbol may not be a viable option. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications.

Event description:
N/a.

Event description:
It was reported that during use on patient cardiosave intra-aortic balloon pump (iabp) displayed a triangle symbol with a red cross next to the battery icon which indicates alarm inhibition. However, this symbol disappeared after restarting the cardiosave. Additionally, there was no corresponding text message explaining the symbol. There was no injury or harm reported.

Manufacturer narrative:
Due to character limitation in e1, full initial reporter name is (B)(6). A supplemental report will be submitted upon completion of our investigation.